Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level. Although requested, the customer declined to provider further information about the event. However, upon follow up, the customer reported that she was feeling good and declined to discuss the high bg.